Event description:
On (B)(6) 2013, it was reported that the keypad buttons were unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned, but the returned date is not known. The pump has been evaluated by product analysis on (B)(4) 2013 with the following findings: animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn near the buttons, and the keypad button contact was damaged. In addition, the keypad was found to have contamination under the button.